Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been having air bubbles in the reservoirs for 6 weeks. The customer stated that the air bubbles occur after a couple of days of using the set. The blood glucose level at the time of the incident was 176 mg/dl. The customer was advised to prime the air bubbles out and change the set. Troubleshooting was not completed since the customer did not have insulin at room temperature to change the set. The customer stated that the insulin pump was not rewound with the reservoir and insulin was used at room temperature. The product will not be returned for analysis.